Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a procedure, after the surgeon passed some of both, successful and unsuccessful passes, the tip of the needle broke off. A total of 10-12 passes were made with this needle. The needle was not dry-fired prior to being used in the case. No further details, additional information requested. Follow-up investigation: the surgeon was performing a shoulder arthroscopy/rotator cuff repair. The tip of the needle was unable to be retrieved. Surgeon attempted to find and recover needle tip, was unable to locate it. Likely embedded within tissue or retrieved through shaver. The scorpion jaws were tightly clamped on the tissue and there was not contact between the needle and the bone or cannula. The device was put back into its package, and will be returned for evaluation. A new needle was opened and used to successfully complete the case. No x-ray was used and no unplanned incisions were made.

Event description:
It was reported that during a procedure, after the surgeon passed some of both, successful and unsuccessful passes, the tip of the needle broke off. A total of 10-12 passes were made with this needle. The needle was not dry-fired prior to being used in the case. No further details, additional information requested. Follow-up investigation: the surgeon was performing a shoulder arthroscopy/rotator cuff repair. The tip of the needle was unable to be retrieved. Surgeon attempted to find and recover needle tip, was unable to locate it. Likely embedded within tissue or retrieved through shaver. The scorpion jaws were tightly clamped on the tissue and there was not contact between the needle and the bone or cannula. The device was put back into its package, and will be returned for evaluation. A new needle was opened and used to successfully complete the case. No x-ray was used and no unplanned incisions were made.

Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or disorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.